Event description:
Per the clinic, the patient experienced infection at the implant site leading to the extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.